Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, vision was foggy, halos in daytime and afraid to drive due to halos and explant was planned. There are two medical reports associated with this patient. This file belongs to left eye. Additional information has been requested but is not available at the time of this report.